Event description:
Pt underwent lapidus procedure. First screw broke during insertion and not removed. Dr placed second screw without incident. Dr had problems trying to place third screw because of position of screws 1 and 2. While driving screw he noted that it was starting to curve. Dr did not predrill. Rather than remove screws dr placed bone graft material around void of broken screw. Head of 3rd screw is high. Dr does not know if he will remove in future or mill it down or leave as it is. Per dr pt has had 2 post-op visits since surgery and seems to be healing well.